Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There were 15 ventricular non-sustained tachycardia episodes <(><<)>=190 ms between (B)(6) 2009 and (B)(6) 2011. There were 2 ventricular fibrillation (vf) episodes <(><<)>=120 ms average ventricular-cycle on (B)(6) 2009 and (B)(6) 2011. A lead integrity alert triggered. The programmer data shows 1 - patient alert for lead failure predictor on (B)(6) 2011. There was 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead delivered an inappropriate shock, had rising thresholds over time and noise was detected on the right ventricular channel. The lead was capped and replaced. No further patient complications have been reported as a result of this event. It was reported that threshold value increased over time. The patient received inappropriate shocks on (B)(6) 2011. Noise was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.